Event description:
The customer reported that the device failed to pace as expected during use which could prevent the delivery of therapy. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to pace as expected during use which could prevent the delivery of therapy. No adverse pt impact was reported. On 03/12/08 the unit was evaluated at philips. The symptom could not be duplicated, the device passed all testing. The event summary was reviewed by philips. The device delivered paced pulses until the r-wave detection algorithm identified the p-waves as r-waves of smaller amplitude. Then the placed pulses were not delivered. The highest ma setting selected by the users was 60 ma and the ones selected more frequently were as low as 10 ma. We are considering that any lack of capture was related to this low ma selection. There was no malfunction of the device. This represents a use issue.